Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 53.7 months. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to severe mitral regurgitation and perivalvular leak.per the operative report: she has severe mitral regurg and again evidence of perivalvular leak.

Event description:
It was reported that the device was explanted after an implant duration of zero days. Through follow-up with the healthcare provider, it was learned that the device was explanted due to a sizing issue.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), the operative report was received. A device history record review is in process.